Event description:
The customer reported on (B)(6) 2014 his blood glucose, carbohydrate intake and insulin history is as follows: time 1:20pm, bg(mmol/l) 5.2, (mg/dl) 94, cho (g) 48, bolus (u) 9.40. Time: 4:49pm, bg(mmol/l), 19.7, (mg/dl) 355, bolus (u) 8.0. At 5:14 pm the pod was deactivated and upon inspection he noticed the cannula was kinked.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.